Event description:
On (B)(6) 2012, our (B)(4) affiliate rec'd a medical device safety info report from the (B)(6). The treating eye care professional (ecp) reported the event to the (B)(6) on (B)(6) 2012. The report stated that on the night of (B)(6) 2012 the pt slept in acuvue 2 define lenses and did not remove the lenses (acuvue 2 define contact lenses are not marketed in the us). On (B)(6) 2012, the pt developed pain, discharge and severe eyelid swelling in the left eye (os). The pt presented to the treating ecp the same day and was diagnosed with a bacterial ulcer in the os that was "slightly temporal from the center, round, 1.5-2mm, ground-glass appearance." Pseudomonas aeruginosa was detected from a culture of the eye discharge and the contact lens case. Va os: "uncorrected had motion and 20 cm corrected." The pt was instructed to d/c contact lens wear, treated with vigamox and bestron drops q1hr, nitten atropine drops bid, tarivid eye ointment qid and tienam infusion qd. F/u's: on (B)(6) 2012 the same treatment was continued. F/u: on (B)(6) 2012, the tienam infusion was d/c'd. Prior treatment continued. On (B)(6) 2012 va os: 1.0 (20/20). Treatment the same as f/u (B)(6) 2012. F/u on (B)(6) 2012: "some degree of recovery of the corneal ulcer was confirmed. Vigamox and bestron drops 6x/day, tarivid eye ointment bid, nitten atropine drops d/c'd. F/u on (B)(6) 2012: os recovered, slight opacity remained. Va os: 1.0 (20/20). All medications were d/c'd. F/u on (B)(6) 2012: no change in diagnosis or va from (B)(6) 2012 visit.

Manufacturer narrative:
No add'l info is expected to be rec'd. The lot number of the product is expected to be rec'd. The lot number of the product in question is unk; product is not available for return for eval. Based on the limited info available, no further investigation can be conducted at this time. If add'l info is rec'd, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. Device labeling single use or reuse. Device not returned. No eval will be performed. No conclusions can be drawn.